Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02774. The patient has an scs system in the thoracic region and a pns system (off-label) in the occipital region. The patient received four leads from two lots as part of her occipital system. It was reported the patient's occipital leads exhibited high impedance readings. It was reported surgical intervention would be undertaken to address the issue. Per the manufacturer's device registration system, the leads were explanted and replaced with four different model leads on (B)(6) 2012. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.